Manufacturer narrative:
Unit had unresponsive act and down buttons due to flattened (creased) buttons dome switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to unresponsive buttons. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's down arrow button was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 324 mg/dl. The customer reported that earlier, she had a blood glucose level over 400 mg/dl, but treated with bolus and water.